Manufacturer narrative:
The reported event that the screw left lower on the tracker fell off was confirmed through the device inspection. It was observed that a screw at the housing was fallen off. It was noted that there was a residue of screwlock at the screw and at the thread in the housing. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a total hip procedure a screw fell out of the device. The screw was found and retained by the surgeon. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during a total hip procedure a screw fell out of the device. The screw was found and retained by the surgeon. No impact to the patient or procedural delays were reported with this event.